Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl). The pod was leaking insulin while it was worn on the infusion site (back) between 4 and 24 hours. As treatment, a new pod was placed. Upon investigation, the exposed portion of the cannula was found to be torn.